Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. A review of the manufacturing records confirmed that it met all requirements prior to release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the controller log files revealed that 482 vad stopped alarms were logged with incorrect (frozen) date and time stamp ((B)(6) 1999). A review of the event file revealed six (6) controller power up events with a frozen date and time stamp. Visual inspection of the controller in use at the time of the reported event revealed a loose power port one (1) connector. In addition, it was observed that power port two's (2) locknut was not engaged; the locknut inside the housing was unattached from the port connector, allowing the locknut to migrate freely between the power board and controller board. Functional testing revealed that the controller did not start the motor fixture. Internal inspection revealed that a fairchild metal¿oxide¿semiconductor field-effect transistor (mosfet) driver in the circuit that powers the pump was found damaged. The vad stopped alarms were likely attributed to the damaged mosfet driver in the pump circuit. In addition, functional testing revealed that the controller was unable to communicate with the external batteries. Further analysis found that the integrated circuit responsible for reading the capacity of a battery attached to the controller was damaged. The damaged integrated circuit is also connected to the real time clock circuit and may have caused the date and time stamp to remain frozen. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to a loose locknut, which likely caused several components to short. Based on an internal investigation, the most likely root cause of the reported event involving the controller can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) stopped when the battery connector popped out of the primary controller. The controller had been dropped and the connector on the controller was damaged and unable to reconnect. The patient could not remember how to change the controller and the patient's relative did not have any vad education. The patient was transported via ambulance to the hospital and was in and out of consciousness at that time and vomiting. When they got the patient to the emergency room, the paramedics found the back-up controller and were able to switch to it. It was noted that the patient was off of the pump for approximately 15-20 minutes during the incident. The patient also experienced ventricular tachycardia (vt). The patient was subsequently discharged and the primary controller was taken out of service. No further patient complications have been reported as a result of this event.